Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of 600mg/dl. The customer treated with insulin. Troubleshooting was performed and found that the cannula was bent and the customer's set is not adhering to the skin. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to the bent cannula and the set not adhering. No further assistance necessary.